Event description:
It was reported during a cholecystectomy procedure, the applier did not close the clips. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.